Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spacer block was broken upon inspection while re-loading instrument trays. Balseal spring and post were gone.

Manufacturer narrative:
It was reported that spacer block was broken upon inspection while re-loading instrument trays. Balseal spring and post were gone. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.